Event description:
Additional information received noted the patient was in stable condition.

Manufacturer narrative:
Correction: the awareness date should be nov 27, 2023 for the first supplemental report, not nov 6, 2023.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was unknown.